Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. Analyst commented, battery voltage not available due to measurement system lock-up. False elective replacement indicator (eri) triggered on (B)(4) 2014 and battery voltage not available due to measurement system lock-up. Reset of the device by programmer with updated software cleared the lock-up condition. (B)(4).

Event description:
It was reported that early elective replacement indicator (eri) triggered, and battery voltage was unable to measure due to implantable pulse generator (ipg) measurement lock-up issue. The programmer corrected for the eri status, and battery voltage was "ok". The ipg remains in use, and no patient complications have been reported as a result of this event.